Event description:
It was reported that shortly after implant, the lead was dislodged. The dislodgement was most likely due to the suture sleeve not being tightened enough. The lead was repositioned and patient's condition was good.

Manufacturer narrative:
(B)(4).